Event description:
Information received indicates the brake will engage, but will pop out of brake if the bed is pushed.

Manufacturer narrative:
The facilities biomedical engineer has not completed repairs to the bed.